Manufacturer narrative:
The insulin pump was received with a blank display due to corroded electronic assemblies. The device was also received with corroded motor home switch and corroded keypad traces. The insulin pump was additionally received with minor scratches on the lcd window, a cracked case at display window corners, cracked case at reservoir tube window corners and cracked battery tube threads.

Event description:
The customer's parent called and reported the insulin pump display went blank immediately after the customer accidentally went into a lake with the device on. Customer's blood glucose was not known. It was advised that the customer discontinue use of the device and revert to a back-up plan. It was further advised the device would be replaced and agreed upon that the product would be returned for analysis.